Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned ambicor cylinder, pump, and tubing were visually inspected. There was no damage to the cylinder or pump. A portion of the pump of the pump strain relief kink resistant tubing (krt) was found to be closed or plugged with the screw. Review of manufacturing documentation confirm all required in-process and final inspections and testing were completed. There was no evidence that the device did not meet applicable product specifications prior to shipment from boston scientific. The product record review found the reported events do not represent an unanticipated event. Analysis was unable to confirm the reported pain and infection.

Event description:
It was reported that the patient underwent a surgical procedure to explant this ambicor penile prosthesis (app) device due to infection secondary to erosion of the ventral glans of the penis. It was noted only one cylinder was implanted as the patient is transgender. No further patient complications were reported.